Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the ok keypad button does not respond to presses when attempting to go into the bolus menu. The reporter stated that the ok button is responsive on all other programming. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved.